Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the recurrent peritonitis event. Treatment was not reported. At the time of this report the patient outcome was not reported. Three days prior to receipt of this report pd therapy was discontinued. On an unreported date the patient started hemodialysis. It was reported while hospitalized (indication not reported) the plan was to remove the pd catheter. No additional information is available.